Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin as the patient's mother could not remove air bubbles by priming an infusion set. The patient's blood glucose levels rose up to 16,2 mmol/l.